Event description:
Surgeon was performing a full mouth extraction using a stryker impaction drill and stryker impaction bur guard and the pt sustained a burn to her lip. Dates of use: (B) (6)2010 - (B) (6)2010. Diagnosis or reason for use: surgical procedure.